Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration modular 16 x 155 distal stem; unk cat#; unk lot#; restoration modular 25 +10 cone body; 6276-1-125; 52966501; 36mm biolox ceramic head; unk cat#; unk lot#; 62mm restoration acetabular shell; unk cat#; unk lot#. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on patient's right hip due to infection (infection was clinically confirmed, unknown if infecting microorganism was identified). A cement spacer was placed in the patient.